Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient is getting an MRI of their head that is not due to a problem with their device or therapy. Caller reports the patient indicated the device has not worked in one year plus. Caller also reported the patient attempted to charge his device 6 months ago, but was not able to take a charge. No further complications were reported. No patient symptoms were reported.